Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
A patient specific prescription form has been received requesting a revision device to due aseptic loosening it has been reported by the sale rep. "The femoral component needs revising as it's loose. Last summer we revised the original custom and replaced the tibia with an off the shelf tibia. Surgeons request would be to have distal locking holes if possible in the femoral stem of the new component."

Manufacturer narrative:
Corrected data d1, g4. Reported event: an event regarding loosening involving a jts, distal femoral replacement, femoral stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for jts, distal femoral replacement which was originally inserted on (B)(6) 2011 and the tibial component was revised with mets in 2021. The surgeon reported loosening of the femoral component. The CT image provided shows gross broken cement segments and radiolucent lines in femoral stem/cement mantle and cement mantle/bone. There were significant erosions along the surrounding cortical wall and the bone near the resection had massive remodelling and resorption. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been 1 other event, for the same patient. (B)(6) - united kingdom (FDA ref 3004105610-2021-00089). Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific prescription form has been received requesting a revision device to due aseptic loosening it has been reported by the sale rep: "the femoral component needs revising as it's loose. Last summer we revised the original custom and replaced the tibia with an off the shelf tibia. Surgeons request would be to have distal locking holes if possible in the femoral stem of the new component."